Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the headset and she experienced elevated blood glucose of 300 mg/dl as a result.